Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2015 angiodynamics complaint report was reviewed for the bioflo port product family and the failure mode "occluded - port removed." No adverse trend was identified. The returned port/catheter was inspected: no visible defects were noted to the returned 8f port, and inspection under a microscope showed that the valve slit/placement is correct with no abnormalities. Infusion and aspiration was performed under a non-coring needle and a 10 cc syringe without difficulty. Both the infusion and aspiration pressures met specification. The valve stem and catheter i.d. And o.d. Were measured and also met specification. The end user's reported complaint description of unable to draw fluid could not be confirmed as the returned sample was evaluated and found to be visually, dimensionally and functionally acceptable, i.e. Met specification. No manufacturing related or any other defects were noted during the evaluation. The directions for use packaged with the device provides guidance on use and maintenance of the port and catheter. Process controls include 100 percent aspiration testing of the valves for aspiration pressures as well as infusion pressures. ((B)(4)).

Event description:
As reported, attempted 3 times to get the fluid through the lumen (of the catheter attached to a chest port), but the catheter couldn't get a blood return. Utilized tpa through the port instead. Port removed from patient." A new port was placed in the patient. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The device from the reported event has been returned to navilyst medical. Upon completion of the device evaluation/investigation, a supplemental medwatch will be submitted.